Event description:
A malfunction alarm indicated by code "malf 9" was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to contact support again if the issue resurfaces, and they acknowledged the instructions.